Event description:
Site reported registration problems with a large pt on (B)(6) 2012. Additional info received on (B)(6) 2012 noted site cancelled the superdimension portion of the case due to inability to register pt. Pt was under general anesthesia.

Manufacturer narrative:
A component of the system, two edge catheter locatable guides (lg's), was returned for eval. The eval found both lg's as functional. The procedure recording from the event is currently under eval. There was no pt injury or harm reported. We are filing this MDR in abundance of caution due to multiple exposures to anesthesia.